Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under precautions, "intraoperative fracture or breaking of instruments has been reported."

Event description:
During a hip arthroplasty procedure, the threads on the inserter broke off inside the liner impactor head. This was found after the impacting the liner. No pieces fell in to the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant medical products - g7 inserter handle catalog#: 110003451, lot#: ni; g7 liner inserter catalog#: ni, lot#: ni.